Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was discovered during device evaluation that the rigid video laparoscope had a damaged odu plug (video cable) on the charge coupled device (r-unit) section, and the outer tube was deformed. There was no patient involvement.